Event description:
The patient presented with acute coronary syndrome mi (biomarkers positive) st elevation. Two endeavor rx drug-eluting stents were implanted to the mid lad for treatment of the target lesion, overlapping (MFR report # 2953200-2010-00444 and MFR # 2953200-2010-00445). Three endeavor rx drug-eluting stents were implanted to the proximal rca for treatment of a target lesion, overlapping. The patient was discharged the following day. At the 30 day follow-up, the patient had stable angina. At the 6 month and 1 year follow-up stages, the patient was asymptomatic. Approximately 16 months after the index procedure, the patient presented with chest pain and stent thrombosis was confirmed. Restenosis after previous ptca was found in the mid lad. Ptca was performed, two promus stents were implanted. The investigator stated that the stent thrombosis and ptca were related to the study stent and procedure. At the 1.5 year follow up, the patient had stable angina.

Manufacturer narrative:
(B) (4): evaluation results: stent thrombosis and revascularization.